Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 259 mg/dl, 139 mg/dl and 109 mg/dl when all tests were performed within 10 minutes on the advantage sys. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.